Event description:
It was reported by the affiliate that the (1) cdh33 was used during an unknown procedure. It was reported that the device had no staples. The case was completed with another device and with no pt consequence.